Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation has been completed.

Event description:
The distributor reported a foreign object inside the fluid path of the syringe. This defect was found during the distributors incoming inspection. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and a foreign object was found in the fluid path of the syringe. The complaint is confirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.